Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this patient presented to the hospital due to loss of capture. Upon interrogation it was noted that the pacing thresholds had increased, thus it was decided to reposition the right atrial (ra) lead as the lead had dislodged. Repositioning the lead was not possible as there was resistance inside the lead which made it not possible to advance the stylet. The ra lead was removed and a helix issue was noted thus a new lead was used. This lead will be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found that the helix was bent/deformed. Visual inspection found dried blood/tissue around the helix. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation and the lead passed electrical testing. In addition, laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems. The ingevity MRI-compatible lead was designed with a goal of balancing multiple design inputs, including implant handling and short and long term safety performance (e.g., low dislodgement and perforation occurrence). The single filar inner coil design of the ingevity lead was selected for improved fatigue durability and for safe performance within an MRI environment (protective against lead heating). Physician implant technique and patient anatomy may contribute to helix extension difficulty. Specifically, tortuous patient anatomy or bends in the proximal portion of the lead remaining outside of the body, sharp bends in the stylet, and/or kinks in the lead introducer sheath may contribute to situations where adequate torque is not transferred to the helix to enable extension/retraction. Implant techniques such as under-rotating or over-rotating the terminal tool, failure to remove the terminal tool between extension/retraction cycles to release torque stored in the inner coil, excessively fast tool rotation speed (>1 full turn per second), and the presence of tissue in the helix, which may accumulate with multiple lead repositioning attempts may also contribute to situations where adequate torque is not transferred to the helix to enable extension/retraction. Approved instructions for use provided with all products includes best practices and clear guidance to mitigate these potential contributing factors."

Event description:
Boston scientific received information that this patient presented to the hospital due to loss of capture. Upon interrogation it was noted that the pacing thresholds had increased, thus it was decided to reposition the right atrial (ra) lead as the lead had dislodged. Repositioning the lead was not possible as there was resistance inside the lead which made it not possible to advance the stylet. The ra lead was removed and a helix issue was noted thus a new lead was used. This lead will be returned. No additional adverse patient effects were reported.